Manufacturer narrative:
Product event summary: (B)(6) was returned for evaluation. No performance allegations were made against the device; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the returned device. A review of the device history record was not performed as the finding is not related to a manufacturing or servicing issue. Visual inspection of the returned controller revealed contamination within both power ports, likely due to handling of the device. Functional testing revealed that a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed that the controller was in use for more than two (2) years. Review of the alarm log file revealed several vads disconnect alarms logged on (B)(6) 2022 since 11:42:39, indicating a physical disconnection of the driveline from the controller, likely due to a controller exchange. The most likely root cause of the controller fault alarm triggered during testing can be attributed to a reduced charge capacity of the internal nimh ba ttery. CAPA (B)(4) was opened to investigate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A controller was returned to the manufacturer. Manufacturer's analysis subsequently revealed energy storage system problem. No patient complications have been reported as a result of this event.